Event description:
It was reported that during a device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was capped and replaced. The patient will continue to be monitored.